Manufacturer narrative:
On (B)(6) 2016 , a field service engineer (fse) was dispatched. The fse observed the sorter x axis home sensor intermittently shorting. He repaired the short and upgraded sort board to vr4. The fse ran the get cup macro 3 times with acceptable results. The customer ran controls with no problems. Results were verfied by the operator. The instrument was performing as intended therefore, no further action required by field service. The probable cause of the event was that the so 20 home sensor was shorting. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported error 4031 (sorter x axis home detection failure) with their aia-2000 analyzer. The customer was unable to run beta-hcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.